Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that her child's infusion set's tubing detached at the quick release while sleeping which must have been accidently removed. The site location was patient's bottom and, the infusion had been used for one day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, they were unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.